Manufacturer narrative:
Additional information: h3, h6 and h10. H10: the device was received for evaluation. A pressure test was performed, a hole on the line was observed and a there was a leak at the assembly of the connector/return line. The reported condition was verified. The cause was manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed at the entrance of the return line during priming of a prismaflex tpe2000. There was no patient involvement. No additional information is available.